Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00021. The pt (netherlands) received an ipg on (B)(6) 2010. It was reported the pt temporarily ceased use of the scs system in (B)(6) 2011 and recent attempts to reactivate the ipg have been unsuccessful. The pt reportedly underwent an MRI in (B)(6) 2011 following a fall but claims the procedure did not adversely impact the functioning of the ipg. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg; however, stimulation was not restored due to impedance issues with the pt's lead. Additional surgical intervention will be undertaken at a later date to address the lead impedance issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.